Event description:
Following the recent replacement of the flow sensor, the device failed the motor calibration verification during the final testing phase. The unit displayed a red screen error message stating, ¿ventilator inoperative.¿ initial pretesting before the flow sensor replacement was successful, indicating that the issue arose after the repair. Therefore, there was no patient involvement or harm. Troubleshooting guidance from technical support and the service manual suggests that the root cause may lie with either the blower or the system circuit board.